Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer treated using a manual injection. The customer's blood glucose value was not provided at the time of the call. The customer declined to troubleshoot for high readings. The customer states the set come off because he works outside and perspire heavily. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.